Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu1755 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recu1755) have been reported from the same facility.

Event description:
It was reported that the patient had a cbc and a cmp drawn; the cbc came back abnormally low and the cmp came back abnormally high for the patient's lab trends. The nurse reported that labs were drawn without hemolysis occurring. When the lab results came back inaccurate, labs were re-drawn. Blood was also drawn peripherally and the labs from the peripheral draw were consistent with the patient's lab trends. The nurse reports their process for drawing blood from a PICC includes flushing with 10ml normal saline (ns), wasting a minimum of 5ml, draw blood via a vacutainer or a syringe, followed by a flush of 10ml ns. This patient was receiving ns IV fluids.